Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited a gradual rise in impedance measurements from 800 ohms to high out-of-range measurements greater than 3,000 ohms. Additionally, rv threshold measurements were 3.4v@0.4ms and 1.6@2ms. The rv output was then programmed to 2.1v@2ms. This lv lead remains in service. No adverse patient effects were reported.